Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the classic piic locked up and required a restart. The device was in use monitoring a patient. There was no patient incident.